Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 24-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that fh drawer 2 in aux had failed due to an incorrect position sensor, lights on drawer 2 were not correct and issues with the retractor band and other cables. A field service engineer changed the position sensor, inspected the retractor band and other cables, and reassembled the drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es auxiliary had drawer failure. The customer reported there were other pyxis devices on unit and staff would use those devices for dispensing medication and there could be minimal delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.